Event description:
The pt was fitted at another practitioner with contact lenses in the past. The contact lenses were used as prescribed by the pt, however, his eyes/corneas were damaged to where he was only able to see 20/30 out of each eye. The pt was in considerable pain, and was not able to see clearly by any means, including eyeglasses.